Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks in separate episodes, due to oversensing. Technical services discussed possible causes and provided troubleshooting options. Reprogramming was also discussed to mitigate further oversensing. No adverse patient effects were reported.